Manufacturer narrative:
Per the clinic, the patient experienced pain and swelling at implant site and was prescribed antibiotics. It was reported the issue resolved and the implanted device remains.

Manufacturer narrative:
This report is filed may 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.